Manufacturer narrative:
Patient codes: 2199 labeled na. Device codes: 2017 labeled. Internal file number - (B)(4). Correction: patient code 2645 - labeled na - removed. Device code 2017 - failure to follow instructions evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the xience prox, everolimus eluting coronary stent system instructions for use states: prior to using the device, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The investigation determined the reported difficulties appear to be related to operational context of the procedure as it is likely the inadvertent mishandling of the device and/or interaction with other device accessories during device preparation caused the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the 30-day initial medwatch report, the following was reported: the stent dislodged from the stent delivery system outside the patient without operators noticing it; therefore, the device was advanced to the lesion and the balloon inflated. Once it was recognized that the stent was not on the system, the device was removed without patient injury. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during preparation, the xience prox stent implant dislodged from the balloon. The device was not introduced into the patient anatomy. There was no patient involvement or a reported clinically significant delay in the procedure. A new device was used to complete the procedure. No additional information was provided.